Manufacturer narrative:
(B)(4).

Event description:
It was reported that drill broke, doctor could not extract the tip from the bone during a hip procedure. No additional information available at this time.